Manufacturer narrative:
Correction: date of this report (b4) and date received by manufacturer (g3) reported via initial MDR submitted on march 27, 2023, is incorrect. The correct date is february 08, 2023. This report is submitted on april 17, 2023.

Event description:
Per the clinic, the patient experienced a suture that wasn't closed properly. Two skin revisions were performed under a local anaesthetic in trying to close the wound. These revisions were unsuccessful, so the patient had a general anaesthetic on (B)(6) 2022 to close the skin flap. The implant remains in-situ.